Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient was undergoing revision of hardware. Intra-op, the tip of the driver sheared off. It was broken while placing a large diameter screw into the pelvis. It has been reported that the surgeon usually taps by 2-3 mm which may be the cause of the shearing action. No patient complications were reported.

Manufacturer narrative:
Product analysis: visually confirmed approximately ~3mm of instrument tip has been twisted and deformed consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. The above findings are consistent with torsional overload.